Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the software of the monitor was upgraded and the non invasive blood pressure (nbp) reading is low. One baby was treated and transferred on (B)(6) 2018 based on a nbp mean reading of 10mmhg, and they suspected that the readings were lower than expected. The device was in use monitoring the patient at the time of the event. The neonate was less than 1 day old and was admitted for severe sepsis.

Manufacturer narrative:
There was no product malfunction identified, the device was working as intended. This was a configuration issue. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.